Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, the customer contacted a technical support engineer (tse) and reported that suddenly the endoscope image was upside down. Prior to the call, the surgeon called the clinical sales representative (csr), who recommended to swap the endoscope, but the issue persisted. The tse asked the surgeon to remove the endoscope from the arm and to rotate the endoscope base until the correct orientation was displayed on the screen. Then, the tse asked the surgeon to press the clutch button on the arm that was holding the endoscope to cancel guided scope change and to reinstall the endoscope. The surgeon confirmed that the view was as expected now. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the 30-degree plus endoscope for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the 30 degree endoscopes were inspected prior to use and there was no damage or anything out of the ordinary. The customer reported that the error occurred when the camera was flipped during an etep procedure and reported that there may have been a collision with another arm. The customer confirmed that the image was upside down and then the endoscope moved freely with uncontrolled motion, but the flipping of the endoscope was not possible. The customer reported that the event involved the reversed control on the system arms. The endoscopes always returned to a position with the image upside down even after a new connection to the camera tower and recalibration. The customer tried alternating the up and down orientation of the endoscopes when trying to correct the error. The surgeon confirmed the desired orientation when the endoscope was installed. There was no indication of the image orientation provided to the user via user interface. The surgeon did not manually associate the right and left masters with the respective arms for intuitive motion. The endoscope and endoscope¿s adapter and base was still engaged, in-synch, and attached. There was no damage observed on the endoscope¿s adapter or base. No fragment fell into the patient and there was no patient injury due to the vision issue. The customer reported that the 30 degree endoscope (part# 470057-08 / serial# (B)(6) ) and 30 degree endoscope (part# 470057-11 / serial# (B)(6) ) would not be returned for evaluation. The procedure was completed robotically.

Event description:
Refer to h10/h11 for follow-up information.